Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump had damage in o ring. The customer blood glucose level was 590 mg/dl at the time of incident and the current blood glucose of the patient is 400 mg/dl. Customer treated with insulin pump and manual injection. Reservoir was not able to locked in place. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to damage to reservoir tube lip. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched display window and case.